Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space had failed. The field service engineer (fse) found that the row board cable needed to be reseated due to a loose connection. Once the cable was reseated, all functions returned to normal. The drawer was then tested in the medstation application and operated successfully. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, storage space failed. Multiple cubie pocket attempts were failed and recovery were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.